Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident is unknown. Customer tried two different reservoirs and infusion sets but the no delivery issue persisted. Troubleshooting was initiated for the no delivery alarm. The customer stated that the cap won't fit all the way onto the reservoir, and that the reservoir seems to be the problem. The customer was able to resolve the alarm with a reservoir change. The customer is returning her entire pack of nine reservoirs back for analysis and a replacement reservoir and infusion set was shipped to her.